Event description:
It was reported that after a biliary stent was successfully deployed in the superficial femoral artery, the tip of the delivery system fractured and separated from the catheter. Reportedly, there were no difficulties during the procedure, except when the physician tried to retract the delivery system into the sheath and the tip broke off. The fractured portion of the catheter remained on the guidewire and was successfully retrieved from the pt. The stent was implanted to treat a stenosis in the superficial femoral artery. There was no injury to the pt.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The sample was discarded by the facility; therefore, not available. The event investigation is currently underway.